Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Adhesions are a known inherent risk of the procedure and are identified in the IFU as a possible complication. If/when additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Patient details are unobtainable due to the privacy laws in (B)(6).

Event description:
The following was reported to davol: as reported the patient experienced post-op complications of adhesions following implant of ventralex st. Information is limited at this time and additional details have been requested.